Event description:
It was reported through an implanted card received by the MFR that a vns pt underwent generator and lead replacement surgery due to end of service and lead discontinuity. At the moment good faith attempts to obtain additional info from the pt's treating physician and explanting hospital have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.